Event description:
It was reported that the pacemaker observed far-field r-wave oversensing on its electrogram (egm). The atrial intrinsic signals also saw low amplitudes intermittently on the egm. The patient also reported a shock delivered by the pacemaker. Technical services (ts) was contacted, and ts informed the pacemaker did not have defibrillation capabilities and could not deliver shocks. The pacemaker system remains in service. No adverse patient effects were reported.